Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose. No additional information was provided and the customer declined troubleshooting with tandem technical support.